Event description:
It was reported that during a post-implant check, the atrial lead was found to have dislodged. The lead was successfully repositioned on (B)(6) 2014. No patient symptoms were reported.

Manufacturer narrative:
.